Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to persistent pain (without infection) of the left hip. During the procedure, the following intact devices were removed: an antegrade femoral nail, an end cap, and three (3) 5.0mm locking screws. The procedure was completed successfully with a one (1) minute surgical delay due to a bent screwdriver. At this time, the patient has not been revised to a new device. This report is for three (3) unknown 5.0mm locking screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height was reported as (B)(6). Patient initials are (B)(6). The patient¿s exact weight is reported as (B)(6). This report is for three (3) unknown 5.0mm locking screws. The original implant procedure occurred on an unknown date approximately ten (10) years ago. The complaint part was returned to the patient and is not available for return. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.